Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk.

Event description:
Per user facility medwatch form, #(B)(4) attached to this report, during a laparoscopic gastric bypass procedure; the stapler was found to have staples half deployed out of the box. It is not known how the procedure was completed. There were no patient consequences reported.